Event description:
It was reported that the length of the inner cannulae was incorrect and protruded the distal end of the outer cannula. This was detected on six size 4cfn, cuffless fenestrated tracheostomy tubes. It is unknown how long the devices were in use when the reported problem was detected. Limited info available/provided regarding pt, event and device usage. Additional info has been requested there was one pt involved with no reported pt compromise. The devices were rec'd by the MFR on 6/23/97 and processed for decontamination, testing and investigation. Is the event frequency addressed in product labeling? No. If "no", is event occuring more frequently than usual for product? No. Is the event severity addressed in product labeling? No. If "no", is event of greater severity than usual for product? No. This medical device report is submitted in compliance with 21 cfr part 803. Submission of this report does not constitute an admission that a mallinckrodt device is defective or has malfuncitoned or that a mallinckrodt device has caused or contributed to a death or serious injury.